Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with staples stuck between the jaws. The device was opened forced and the staples were removed from the jaws and tested for functionality the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws after cleaning the jaws. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a thorascopic lung volume reduction procedure, the I-blade locked and jaw could not open. The surgeon "wrenched" the instrument out of parenchyma. Closed with staple line. No further information is available. No patient consequences reported. One device will be returning.